Manufacturer narrative:
Date rec'd by MFR: 24sep2019. The ul_lr and ur_ll resistance and resistance ratio were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen was not working. They reported that the unit would not hold calibration. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. The field service engineer (fse) was able to verified and duplicated the reported problem and replaced the touch glass and retested. After the touch glass was replaced the unit performed correctly.

Event description:
The customer reported touchscreen was not working. The unit will not hold calibration. There was no patient involvement.